Manufacturer narrative:
Device is not distributed in the united states but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a massive tumor resection surgery for malignant bone tumor with the lcp metaphysical plate. On an unknown date after the surgery, the plate was broke. On (B)(6) 2020, the patient underwent a re-operation in which the plate was replaced by another metaphyseal plate (11 holes) after the fibula bone was grafted into the medullary cavity of fracture site. Another lcp plate was also implanted to reinforce the fixation. There was no surgical delay. The patient outcome was unknown. Concomitant device reported: unk - screws: (part # unknown; lot # unknown; quantity: unknown). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot part: 423.411s lot: l296525 manufacturing site: grenchen release to warehouse date: 15. Feb. 2017 expiry date: 01. Feb. 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: the plate is broken apart at the crossover between hole 2 and 4 counted from the inclined end side. Furthermore, there are several mechanical damages visible on the surface. The anodized layer is partially worn away at the damaged areas, which is an indication of post-manufacturing usage. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: width broken part 1(near the breakage point) feature: width broken part 2(near the breakage point) feature: thickness broken part 2(near the breakage point) feature: width long hole (near the breakage point) result: pass drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. Summary the attached pictures and the received part do confirm the broken complaint condition. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of (B)(4) pieces was manufactured in february 2017, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.